Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 338 mg/dl. The customer's mother stated that the device fell into the ocean. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump had a button error alarm and no button response due to corroded keypad traces. Found moisture damage on the lcd board. Insulin pump received with cracked battery tube threads, reservoir tube lip, minor scratch on display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.